Event description:
Supplemental report is being submitted due to the completion of the investigation on 27-feb-2024.

Manufacturer narrative:
Device evaluation: 01 x zebd-7-10 zimmon biliary stent of lot number c2068289 involved in this complaint was returned to cirl opened in its original packaging for evaluation. With the information provided, a physical and document-based investigation was conducted. File related to pr (B)(4)/ 3001845648-2023-00781: incorrect size wire guide used with the replacement device. Visual inspection: stent, introducer and pigtail straightener returned. Damage observed on the 2nd porthole of the tapered end pigtail curl. Functional inspection: 0.035 inch wire does not pass the kink. Documents review: prior to distribution all zebd-7-10 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. ((B)(4)). A review of the manufacturing records for zebd-7-10 of lot number c2068289 did not reveal any discrepancies that could have contributed to this complaint issue. It should be noted that a non conformance was identified with finished product at fqc level. This was raised as the device would not wire freely. The device was removed before shipping and scrapped. It should be noted that the instructions for use (ifu0045) which accompanies this device states the following: ¿refer to package label for minimum channel size required for this device . There is evidence to suggest the user did not follow the IFU. Image review an image was not returned for evaluation. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Root cause review: a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: the complaint confirmed based on customer/or rep testimony. Summary: failure identified: user error: use of smaller than required wire guide. Confirmed quantity of 01 device - 01 prior to use. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. The complaint is confirmed based on customer/or rep testimony. According to the information reported, this occurrence was prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Ercp at bile duct was underwent using zebd-7-7. The stent was kinked, so the user used another device from same rpn, lot#2056821. 19sep2023 obtained details. The kink was found during preparing the procedure. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact. 2 what was the target location for the stent? Bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Placed vertically on a shelf in the operation room outside the fluoroscopy room. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus/visiglide2 g-260-2545a. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 11 if not with the device in question, how was the procedure finished? 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? Unknown. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? Unknown. 7 was resistance encountered when advancing the introduction system in place to the target location? 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? Unknown. 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? Unknown. 12 was resistance encountered when advancing the stent through the obstructed area? 13 after placement, was stent position verified? N/a. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed. 19sep2023 obtained rep's comment: since the defect device has been already returned, so I havn't been checked but I heard that the kink was probably at pigtail.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.